Event description:
It was reported that during an unk procedure, the insufflation through the needle was not possible. The needle did not pass through the pt's skin. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.